Event description:
It was reported that after preparation of the 2.25x18mm mini vision stent delivery system (sds), the stent implant was noted to be crushed. Reportedly, there was no resistance noted during removal of the device from the dispenser coil and no resistance noted during removal of the stylet or protective sheath from the balloon. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.25x18mm mini vision sds was used to successfully complete the procedure. There was no additional information provided. The sds was returned with the soft tip separated. Follow-up information from the account though unclear, suggested that it may have occurred during unpackaging.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Additionally, tip separation was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.